Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Reportedly, guidewire was not removed before depressing the plunger. It should be noted that the perclose prostyle instructions for use, states: ¿advance the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line.¿ the reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of an unknown vessel using multiple perclose devices related to an interventional abdominal aortic aneurysm procedure. Reportedly, multiple device failures occurred during the procedure. A surgical cut down was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.